Event description:
The physician was treating a lesion in the peroneal artery which exhibited 99% stenosis, moderate calcification and little tortuosity. An amphirion deep balloon was inserted and inflated at the lesion. When an attempt was made to remove the balloon it got stuck with the chevalier 300cm guide wire, although force was applied during the attempted removal device could still not be removed. The balloon was removed together with the guide wire. The shaft around the proximal marker became bunched. No resistance was noted at the time of balloon insertion. The device was not moved on the gw when the balloon was inflated. No clinical sequelae were reported. Device evaluation the device looks used and the balloon was unfolded. The guidewire tube under proximal part of the balloon is corrugated. After the cut of the gw in the part outside the luer, a flushing of the gw lumen was performed by connecting a syringe filled by water to the hub, the water goes out from the tip. No leaks were identified. The balloon was inflated without any leaks.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: ( use of the device during procedure).